Event description:
It was reported that on (B)(6) 2026, a 27mm sjm masters series mechanical heart valve was chosen for a procedure. After the valve suture was completed, intraoperative color doppler ultrasound revealed poor leaflet mobility. When the chest was reopened, it was found that there were leaflet fragments that had fallen off and were floating in the arterial vessels. The surgeon kept searching for them, which led to a delay of more than 10 hours in the operation time and also added many complex steps to the surgical procedure. A new 27mm sjm masters series mechanical heart valve was chosen and completed the procedure. The patient is currently in the intensive care unit.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.